Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the surgeon exchanged an ultramet liner with an altrx liner. Patient needed additional leg length so femoral head was exchanged for a +8.5 ts. There was no surgical delay. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment "pc-(B)(4) x-ray film ad 1 sep 2023." The x-ray evidence review revealed that the pinnacle mtl ins neut36idx52od presented no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for pinnacle mtl ins neut36idx52od. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon exchanged an ultramet liner with an altrx liner. Patient needed additional leg length so femoral head was exchanged for a 8.5 ts. There was no surgical delay. Doi: unknown. Dor: (B)(6) 2023. Affected side: left hip.